Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The distal end cover was noted to be cracked, and the device failed distal end insulation testing. There were also nicks, dents, and hairline cracks observed on the distal end cover however, no sharp edges were detected. The bending section cement was discolored and contained pinholes, likely due to chemical damage. The cause of the reported event could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that following a routine diagnostic colonoscopy, a physician had the pt re-examined at an affiliated hospital as he believed that the pt's colon may have inadvertently been perforated during the procedure. The pt was subsequently taken to surgery, and had a perforation repaired. The surgery was said to have been completed successfully. The status of the pt is not known.